Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 560 mg/dl at the time of the incident. The customer reported that she was having high blood glucose since last friday. The customer¿s blood glucose was 250mg/dl, 300mg/dl and 560mg/dl. The customer reported that last night when she went to bed her blood glucose was ok. The customer reported that the patient¿s blood glucose at time of the incident was 389 mg/dl. The patient's current blood glucose was 268 mg/dl. The customer declined to perform the high pressure test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump at revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.